Manufacturer narrative:
The device remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery for reasons that were not reported.